Manufacturer narrative:
In response to FDA report number: mw5088920. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection (early onset), wound dehiscence, and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was infection (early onset), use error, wound dehiscence, and necrosis. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported via regulatory agency "left breast became tender with redness and swelling," "drain," "pseudomonas," "thick yellow drainage," "pin size hole in incision line opened up," "pencil eraser size hole in skin," "hole size of a dime," "left incision line developed an area of black tissue," "black tissue falls off" and "auto-immune trigger since the placement" of a tissue expander. Treatment with antibiotics and surgical intervention of "wash left breast and expander" occurred. Device has been explanted.